Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had clear ring had come off and some parts fell off. Customer's blood glucose value was 480 mg/dl at the time of the incident. No troubleshooting was performed. Customer will return device for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.